Event description:
A pump malfunction was reported when the screen went dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer was instructed to charge the pump, which successfully powered it on, but tandem technical support decided to replace it. Customer will continue to use current pump; will rely on alternate method if necessary.